Event description:
During an atrial fibrillation procedure, a blood leak occurred from the hemostasis valve. The agilis sheath was inserted into the patient and then an advisor hd grid catheter was inserted. However, when the advisor hd grid catheter was replaced with a tactiflex catheter, it was noted that blood leaked from the hemostasis valve. The agilis sheath was replaced, and the procedure was completed with no adverse consequences to the patient.